Event description:
Device history record was reviewed and nothing was found related to the reported event. Checked by local fresenius kabi service. Air in line test failed therefore the air sensor was replaced and sent for further investigation. Failure was confirmed and sensor could not be calibrated. The issue could be due to a weakness in the bonding of ceramics. However it was also noticed that the preventive maintenance was overdue during which this defect could have been detected. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pumps not functioning". Defective air sensor upon part evaluation by brezins; customer misuse to other parts of pump a contributing factor as well. Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.